Manufacturer narrative:
The device was returned to olympus for evaluation. The user facility report of buttons not working was confirmed and it was found that the scope failed leak test from the k-pipe forceps channel. Additionally, the body control unit was found to have corrosion and the bending section revealed excessive broken strands. Olympus performed service repair on the device and the unit passed all functional testing and the device was returned to the user facility. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The user facility reported that the picture buttons are not working on the ultrasonic gastrovideoscope. There was no patient involvement associated to this report.

Manufacturer narrative:
The investigation has been completed. Upon further review of the reported issue, it was determined that this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.